Event description:
It was reported that the user experienced a low glucose event with a sensor-reported blood glucose of 67 mg/dl while using a dexcom g7 and treated with approximately 16 grams of fast-acting carbohydrates and candy, after which glucose increased to 106 mg/dl; no fingerstick confirmation, symptoms, or hospitalization were reported, and the cause of the hypoglycemia was unclear. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included recovery of glucose following oral carbohydrate treatment and no further medical intervention. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed no device malfunction or component failure, and no contributory device issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.